Event description:
Sorin group (B)(4) received a report that the arterial pump stopped during a case. There was no report of patient injury.

Manufacturer narrative:
Manufacture date will be provided in a follow-up report when available. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The pump was returned to sorin group (B)(4) for evaluation. Visual inspection showed no damaged that would influence the problem described by the user. The pump was run for approximately 400 hours without any problems. The pump was opened for further inspection. The connection of the can bus pin was found to be improperly engaged and the can bus cable crimp was not connected. This issue was unrelated to the reported problem as evident through testing. When the motor was disassembled, heat damage was found at the insulation tubes. The motor was sent to the supplier for further analysis. The supplier replied that during testing the motor functioned properly. No failures were seen. Sorin group (B)(4) reported that the problem could not be reproduced. The supplier reported no deviations or issues with the motor. No further action is deemed necessary.